Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the needle was break. Customer stated that the introducer needle fractured in the body and hard to remove. Customer stated that she had low blood glucose level. Customer also receive sensor signal not found and can not found sensor signal. No harm requiring medical intervention was reported. The device will not be returned for analysis.